Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a fresenius 2008k2 machine powered off during heat disinfect mode. The biomed performed an evaluation of the machine to determine what caused the uncommanded shutdown. The power rocker switch on the power supply was reportedly loose. Upon further inspection, the biomed found evidence of burn marks and melting around one of the metal prongs. The biomed stated the prong ¿fell off¿ due to visible damage where the prong meets the plastic. No damage was identified on any other components. The machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet, and there was no previous history of the machine failing the electrical leakage test. The biomed replaced the power rocker switch to resolve the reported issue. The biomed confirmed the machine was returned to service and has not experienced any further issues. There was no patient involvement associated with the reported event. The damaged component was not available to be sent back for evaluation as it was reportedly discarded. In addition, the biomed stated there were no photos taken of the damaged component.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.